Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stone performed on (B)(6) 2026. During the procedure, the device kinked upon bowing and did not return to original position. It was reported that the device was bowing out of plane and the orientation of the cutting wire and the catheter tip were incorrect when the device exited the scope. A photo of the device outside the patient shows the working length kinked and the device is in the bowed state. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of failure to release bow. Block h11: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. However, media inspection was performed on the photo provided by the customer, and it was not possible to determine whether the wire and catheter were disoriented or whether the wire bowed out of plane, as there was no point of reference (the scope elevator). Additionally, the position of the handle (extended or actuated) could not be determined, making it impossible to assess whether the device was unable to unbow. Only the wire in the bowed position was visible in the provided picture. Without a more detailed evaluation, it was not possible to determine whether the corresponding section of the working length was kinked. With all the available information, boston scientific concludes that the reported event of wire failed to release bow could not be confirmed. The device was not returned for analysis because it was disposed. The customer provided a picture where it was noted the device in the bowed position. There is not enough evidence to determine whether the reported device problems were induced due to the physician's technique during the procedure or were related to a device malfunction. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.